Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient receiving baclofen at an unknown concentration and dose via an implantable infusion pump. It was reported that almost a week ago the caller believed the pump alarm had gone off. It was noted that the patient's refill appointment was scheduled for (B)(6) 2020 but the alarm date was set earlier than that (the caller initially stated it was for (B)(6), but later on in the call stated it was for (B)(6)). The alarms were reviewed with the caller and they reported that they did not believe the a pump alarm was heard. Yesterday a pump refill was performed and less than the usual amount of baclofen was taken out of the pump. The caller stated that the patient was in observation all night and when the pump was checked no abnormalities were found. No further complications have been reported as a result of this event.